Event description:
The customer later contacted manufacturers field service for repair of the unit and the battery was replaced.

Manufacturer narrative:
Mfg service not requested. Customer has no plan to repair the device. Device is being removed from service.

Event description:
The customer reported the device failed the backup battery test. The customer reported no patient involvement, no patient harm. The customer has no plan to replace the backup battery and is removing the device from service.